Event description:
It was reported that during surgery, the batteries had already exploded inside the sterile tray. There was no patient impact but there was a delay of 0-15 minutes while another device was prepared and utilized to complete the procedure. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: japan.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). The device was returned sealed in the sterile packaging. Visual examination of the returned product/provided pictures confirmed the battery pack was busted open and there was black debris from the battery expulsion throughout the sterile packaging. The batteries, terminals, and pack wiring were damaged. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.